Event description:
It was reported by the customer that a bd pyxis medbank tower system was not syncing. Pharmacy could not see which items have been dispensed or need replenishment. User stated that a nurse reported being unable to find a med to issue to a patient even though the pharmacy saw this med on their side. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. No valid serial number attached to complaint record. Per swi (B)(4) complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not syncing. A technical support specialist advised the user to have the original nurse call with specific medication details, but no further calls were received. The case was closed.